Event description:
It was reported that a battery longevity calculation was done. The reporter stated that the battery information indicated it was ok and at 2.56 volts. ¿40-90%¿ capacity had been used. The reporter stated that the patient came in with stimulation on but the amplitude set to 0 volts. The reporter also had impedance readings greater than 4000 ohms on all of the bipolar pairs. The reporter tested the impedances again at the patient¿s highest tolerance, 2 volts, and certain bipolar pairs still showed greater than 4000 ohms. The reporter stated that the stimulation was working fine and the patient did not like cycling. The reporter noted that the patient had other ¿medical issues¿ and no device issue. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was ezw. Concomitant medical products: product ID: 7439, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3093-28, lot# v003389, implanted: (B)(6) 2006, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3093-28, lot# v000226, implanted: (B)(6) 2006, product type: lead. (B)(4).